Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that there was an undefined high impedance and no capture. The lead polarity was changed from bipolar to unipolar and is still in use. No patient complications have been reported as a result of this event.